Event description:
It was reported that the patient with this left ventricular (lv) lead felt lead was jumping like bad hiccups after getting the new device implanted and that it was light/mild. Moreover, the patient then went to the clinic and had some adjustments with the lead and device but it did not help. Thus, the physician did try some other type of adjustment and apparently got the jumping issue to stop. This lead remains service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).